Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had an e224 error indicating a scope communication issue (unable to recognize a subject) and was unable to connect with the concomitant device. The issue was found during preparation for an unspecified therapeutic procedure. There were no reports of patient harm.

Event description:
It was reported that the subject device had an e224 error indicating a scope communication issue (unable to recognize a subject) and was unable to connect with the concomitant device. The issue was found during preparation for an unspecified therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image is present but none of functions are working. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the error 224 occurred due to a damaged video connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.